Event description:
Doctor reported patient in hero study experienced abdominal pain with hospitalization occurring. It was resolved without sequelae. The lap-band system remains implanted.

Manufacturer narrative:
(B)(4). The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Abdominal pain is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of abdominal pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 02/12/2016.

Event description:
New/updated information has been provided by the physician for a patient in the (B)(6) clinical study. The reported event of abdominal pain has been found to be not device related and not procedure related. The additional event description was provided as "[the patient] went to ER in severe abdominal pain. Pain meds and IV fluids for treatment." The patient was admitted to the hospital and discharged after two days.